Event description:
It was reported that the pump battery was depleting quickly. In addition, it was reported that the battery gauge was observed to be fluctuating subsequently, the pump shut down. The customer¿s blood glucose ranged from 450-451 (mg/dl). Customer powered the pump on and was able to resume insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.